Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure the helix of this right ventricular (rv) lead failed to extend. It was noted the that the helix extended after six to seven rotations but would not extend after fifty to sixty rotations. When the lead was removed it was difficulty to extend the helix but it was finally extended. The physician attempted to positon the lead again, but the helix would not extend. When the lead was taken outside the patient again the helix extended. This lead was not implanted and was returned. No adverse patient effects were reported.